Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. The visual inspection of the returned evos 2.7mm x 75mm lck scr t8 s-t appears to be bent in the middle. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the complaint history on the listed part revealed no prior complaints for the listed failure mode with the same batch number. Some potential probable causes for this event could include damaged product, implant corrosion or wear. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship between the device and the reported incident was corroborated. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, an evos 2.7mm x 75mm locking screw s-t was bent. The sales representative noticed it just after he took the device out of the packaging. No patient involvement or other complications were reported.